Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via telephone call that the customer was having difficulty with high blood glucose. The blood glucose reading was 413 mg/dl. The customer was treated with manual injection. The drive support cap appeared normal. A quarter inch air bubble was noted by the caller and after 2 fixed primes, the air bubble remained. The air bubble was removed with a manual push. The blood glucose was brought up to 269 mg/dl.